Event description:
The customer called to report motor error alarms and high blood glucose levels. The reported blood glucose reading at the time of the call was 419 mg/dl. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Motor error alarmed during the basic occlusion test and unable to prime during the prime test due to faulty force sensor. Motor was tested outside of the device and passed all the motor tests. No damage found on motor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.